Manufacturer narrative:
The stapler 45 green reload that was used during this procedure was not returned for failure analysis. Isi received the sureform 45 reload associated with this complaint and completed investigations. Failure analysis investigations did not confirm nor replicate the customer reported complaint "would not register - piece of plastic fell off." Visual inspection was conducted and the reload did not appear to be broken. No damage was found on the reload and it was found to have not been fired. Failure analysis confirmed that the returned reload was not used and had no missing fragments. Failure analysis also received a fragment container for the green fragment that reportedly fell inside the patient. However, the container was empty. Failure analysis was unable to analyze the fragment as it was not received. The source of the green fragment that fell inside the patient remains unknown. The sureform stapler 45 that was used during this procedure was returned and evaluated. The sql logs showed high drive train friction. Visual inspection revealed that there was no lodged staple found in the I-beam. The instrument passed initialization, clamped, fired, and unclamped with no issues. There were no missing or broken components. The sureform stapler was found to have a torn wrist cover, but there were no missing pieces. The stapler 45 that was used during this procedure was also returned and evaluated. The instrument was found to have repeated clamping failures based on a review of the logs. Visual inspection of the instrument revealed that there were no pieces broken or missing. The instrument was installed on an in-house system, passed initialization and clamping, and fired successfully. In addition, the in-house shim test passed. This complaint is being reported due to the following conclusion: it was reported that during the da vinci-assisted pulmonary wedge resection surgical procedure, a piece of green plastic fell inside the patient. Although the source of the fragment remains unknown, the fragment may potentially have come from a stapler 45 green reload that was used during the procedure. Refer to the MDR under patient identifier 202797 for the report on the sureform 45 reload that was also used during the procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a piece of green plastic fell inside the patient. It was believed it may have come from a green stapler reload. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) who was present during the reported procedure to obtain additional information. The fragment was identified late into the procedure and was successfully retrieved with a grasper instrument. The source of the fragment was unknown, but it was believed to be from a green stapler reload since the fragment was also green in color. A stapler 45 instrument was used, but the surgeon experienced compression issues and the instrument was reportedly never successfully fired. The stapler 45 instrument was removed and replaced with a stapler sureform 45 instrument which worked as expected with no reported issues. Neither of the stapler instruments collided with other instruments or came into contact with obstructions. None of the reloads from this event were retained, and therefore will not be returned to isi for failure analysis. The site noted that they would return the fragment that was retrieved from the patient along with the stapler instruments.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.